Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module low sorbing infusion set was leaking. The following information was provided by the initial reporter with the verbatim: event details: ¿while priming low-sorb (non-pvc) short set of IV tubing with saline, noted leak at top of drip chamber.¿ bd 244: reported date: 09/05/2023; event date: 09/05/2023; item number: 11426964; lot number: 22115764; item retained in defect depot?: no; picture: yes, attached; patient harm: none; area: ambulatory treatment center ¿ woodlands.

Manufacturer narrative:
Pr 8838236 - follow up MDR for device evaluation. Photos as sample were received with the customer's complaint of leakage. The photos are enough to verify the complaint of leak at top of drip chamber but without further information such as a physical sample- the root cause cannot be determined. A device history record review for model 11426964 lot number 22115764 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.